Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The lead was returned with the helix fully extended. The helix was able to be extended and retracted within specification.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead dislodged during placement. While trying to reposition the lead, the helix would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.